Manufacturer narrative:
Findings: pump received with cracked case at display window corner, minor scratched display window, cracked and bleeding lcd glass.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 134 mg/dl. The customer reported crack on screen and dropped white getting out of bed. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.